Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) at the pre-operative appointment, to have the implantable neurostimulator (ins) pocket relocated, that she no longer had stimulation coverage in her back. The patient did not describe any specific external, environmental, or patient factors that may have led or contributed to this issue. The patient did not that she wished she had been more careful post-surgery. The rep tried reprogramming pre-operatively, but was unable to get any stimulation coverage in the patient's back. During the revision surgery, x-rays were taken which revealed that both leads had moved down a couple of vertebral levels. The decision was made to revise the lead positioning. The leads were moved to a higher vertebral level. The issue was resolved at the time of the report. The patient status was alive - no injury, and the products were implanted and remained in service. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. Patient stated in 2016 a couple of leads were out. Patient stated the manufacturing representative (rep) programmed to high frequency tried for a year and not happy and now on a low dose and seems to work better. No patient symptoms or complications were reported in this event.